Event description:
A surgeon reported that the probe¿s cutting performance was poor. The surgery was continued after the probe was switched out and there was no impact to the pt.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (7) were released based on MFR¿s acceptance criteria. Unrelated processing abnormalities were found during the review. (B)(4).